Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera iii video system center was washed out and gray. No error messages were displayed. The issue occurred while preparing the scope for use. An evis exera iii xenon light source and an adapter for a direct mount scope were connected to the video system. A similar device was used to complete the procedure. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that any scope that needed the pigtail connected had a gray image. The scopes worked fine on another video system. Tac recommended changing the video systems to see if that made a difference. Swapping out the video system resolved the issue. Tac recommended sending the video system for repair. During device evaluation at olympus, it was found the complaint was confirmed and the image was black due to a faulty patient board set. Also, evaluation found the main switch was sticky and there was no UDI label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.